Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The pt alleged via their solicitor that they have suffered serious personal injury, loss and damage from the insertion of a trident psl acetabular shell during total left hip replacement surgery. The pt further alleged via their solicitor that the injuries suffered were caused by defects in the trident psl acetabular hip device and/or that they arose from negligence and/or breach of statutory duty on the part of the parties with responsibility for the medical product.